Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed to deliver a test pulse to the rear therapy electrodes. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the patient pulse positive line was open. The cause for the failure to deliver a pulse to the rear therapy electrodes is the open pulse line. The root cause of the open pulse line cannot be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.